Event description:
The infection control department contacted steris corp because several pt bronchial aspirates tested positive for methylobacter. The bronchoscopes were sterile processed in the steris system.